Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On july 20, 2017, information was received from an healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient receiving compounded sufenta (400.0 mcg/ml at a dose of 109.0 mcg/day), bupivacaine (23.6 mg/ml at a dose of 6.484 mg/day), clonidine (636.0 mcg/ml at a dose of 174.74 mcg/day) and dilaudid (2.2 mg/ml at a dose of 0.6044 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2017, the patient presented to the office for a pump refill. During the patient's recovery observation time, they became increasingly somnolent with complete relief of their pain. The patient reported increased pain relief from bolus, but no bolus was given. The patient's vital signs (vs) remained stable including %02 sat on room air and was easily arousable. The patient was provided with narcan (im, 0.4 mg) while IV access was established. The patient was given narcan 0.2 mg x2 over the next 15 minutes and was becoming more awake, alert and conversant with humor. Aspiration of the pump revealed 21 mls of the original 25 mls injected which "indicates a partial pump pocket fill of 4 mls." This would have been a total systematic dose of dilaudid (8.8 mg), bupivacaine (100 mg), clonidine (2544 mcg) and compounded sufenta (1600 mcg). The patient was kept under constant supervision for the next 5 hours and required no additional narcan. The patient's vs's remained stable and normal. The patient was discharged home after a total clinic time of 6.5 hours. The patient was prescribed intranasal narcan for emergency use and instructed to abstain from oral pain medications for 24 hours. On (B)(6) 2017, a telephone follow-up was performed with the patient and the patient reported no further somnolence. The patient was scheduled for intrathecal test bolus for increased pain on (B)(6) 2017. The event resolved without sequelae on (B)(6) 2017.